Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad, a crack in the battery compartment, and a dim/discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation confirmed that there was damage to the keypad around the down button exposing the button contact. There were intermittent responses to button presses on the up button. The down, ok and contrast buttons responded normally to user input. Contamination was found on the up and contrast contacts. It was observed that the battery compartment was cracked below the finger pad extending down to the primary seal. There was no observed issue with loss of power and no evidence of moisture damage in battery compartment. The text on the display screen was dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).